Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely depressed alinity c carbon dioxide results on multiple patients and multiple analyzers when processed on the alinity c processing module. The following examples were provided. (Customer¿s reference range 22 - 32 mmol/l): pat b, initial result = 10 mmol/l, repeat results = 25 mmol/l; pat c, initial result = 11 mmol/l, repeat results = 26 mmol/l; pat d, initial result = 8 mmol/l, repeat results = 22 mmol/l; pat e, initial result = 8 mmol/l, repeat results = 22 mmol/l. No impact to patient management was reported.